Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm. Vessels had moderate calcification, mild tortuosity, and pre-existing iliac stents bilaterally. The right external iliac was 5.8 mm in diameter, and the left external iliac was 6.5-6.8 mm in diameter. The access was anticipated to be challenging, doddering up with sheaths and balloon dilatation was performed. The endurant bifurcated stent graft was attempted on the left side on an archer wire but could not be advanced. The device started to bow and buckle slightly, so it was removed. A reliant balloon was placed up the right side to occlude blood flow during the time needed to decide the next course of action. The 16 fr. Sheath was then re-inserted, and then the patient's blood pressure dropped slightly; a left iliac dissection was noted. An aneurx bifurcated stent graft was then advanced and implanted without issues short of the hypogastric, followed by an aneurx extension; which was implanted without issues to extend down to the external and cover the dissection. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: kink, access failure, dissection. Small access vessels. Sheath and balloons may have caused dissection.